Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that used for 3 weeks, catheter broken. No other information was provided.

Event description:
It was reported that used for 3 weeks, catheter broken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed a groshong catheter implanted in the patient¿s arm and secured with a statlock device. The catheter was observed to be leaking near the distal connector piece. No details of the apparent damage to the catheter can be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.